Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 2048827 all inspections were performed per the applicable operations qc specifications. There was one (1) notifications noted that did not pertain to the complaint.

Event description:
It was reported that the relion insulin syringe the plunger rod is difficult to move and plunger rod bends while drawing insulin. The following information was provided by the initial reporter: the consumer that plunger rod is difficult to move and plunger rod bends while drawing insulin.